Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the atrial and ventricular leads were placed without issue. Upon connection of the device to the leads, the physician wanted to interrogate the device immediately due to an unsuspecting pacing rhythm. The marker channel revealed atrial oversensing due to far field r wave oversensing. Reprogramming of the device was attempted with no avail. A sensing test was conducted and during the test, p waves were undersensing by the device. The device was removed and replaced. No patient complications have been reported as a result of this event.